Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had strange behavior of algorithm with smart guard. The customer reported that when they dosing insulin using bolus wizard to decrease carbs by 1 gm, bolus was clear to 0 u. This event was reported as a bolus counting anomaly but no incident happened. No harm requiring medical intervention was reported. The device will not be returned for analysis.